Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the device failed after set-up. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.